Event description:
Stabbed in the face [face injury]. Brush head came loose. Fell in my mouth-oral-b power care refills [device breakage]. Case narrative: consumer via phone stated that brush head came loose, fell in mouth. No serious injury was reported. Follow-up: product investigation result added: conclusion code: other (no manufacturing cause and no design issue identified based on investigation) and suspect product updated from refill to handle.

Manufacturer narrative:
(B)(6) 2025 product investigation result: user handling was identified as root cause for the complaint.